Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device keeps failing volume tests. Per reporter, the device was tested multiple times and is brand-new. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review; the customer problem was not duplicated. The pump was tested multiple times through functional testing and no issues were found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended, and the manufacturer representative updated and recalibrated the pump and it passed.